Event description:
An end user reported she experienced difficulty removing the eakin seal. End user was advised to leave the device on for four days instead of three. She was also instructed to take the device off while in the shower.

Manufacturer narrative:
It was discovered on (B)(6) 2015 that additional info was received on (B)(6) 2015 and was not documented on the initial MDR reported to the FDA on (B)(6) 2015 - MFR 1049092-2015-00372. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(6) 2015.

Event description:
The skin irritation was not due to the removal of eakin seal. The irritation occurred as a result of not using the product.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.